Event description:
It was reported to philips that during the evaluation of the device, the bench technician observed a bad display shield and will need to be replaced. There was no reported patient or user involvement and no adverse patient/user impact.